Event description:
It was reported that the intraocular lens (iol) was explanted from patient's operative eye due to halos and since the patient was dissatisfied. A monofocal lens was used as the replacement. No other interventions reported. The patient outcome was not provided. The original lens was disposed. No other information was provided.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.